Event description:
The MFR received info from a third party service ctr alleging a ventilator's active exhalation control module was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.